Event description:
A baxter service tech reported an infusion pump with an 813:01 failure code that was found in the device's event history during service. Baxter's quality mgmt contacted the facility's biomed engineer who stated that there was no report of any pt injury or medical intervention as a result of the failure.